Event description:
Complaint reported as: when the surgeon was loading the clip, it broke. No pt injury reported.

Manufacturer narrative:
No device sample or photo available for investigation. DHR review did not show any issues related to the complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine a root cause for the defect. No corrective actions taken.